Event description:
It was reported that after the device was changed out, there was a lead impedance alert and the impedance was found to be low. The lead wil be replaced. No patient complications have been reported as a result of this event. It was reported that after the device was changed out, there was a lead impedance alert and the impedance was found to be low. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.